Event description:
In addition to what were previously reported and after review of the medical records, the patient was revised to address mom failed left tha and instability. Operative note reported significant instability. Doi: (B)(6) 2009, dor: (B)(6) 2016, left hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. A mre (device history record) review will not be performed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. A mre (device history record) review will not be performed.

Manufacturer narrative:
Product complaint #: (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation and medical records received. After review of medical records. It was reported that the patient was complaining of significant pain, as well as elevated indices in regard to her metal-on-metal evaluation. The patient was then revised for failed left tha. Operative notes reported that surgeon removed that femoral head and sleeved over the trunnion, there was significant metal on metal debris. There was approximately 20 ml of dark brown fluid that was aspirated. There had very minimal, if any, ingrowth bone on the cup. After the cup was removed, patient did have a significant inferior lysis as well as metal on metal debris in that region as well as significant anterior capsular as well as psoas tendon metal on metal reaction. Patient also has a fair amount of bleeding, which was controlled bovie as well as aquamantys. Doi: (B)(6) 2009, dor: (B)(6) 2016, left hip.